Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. The clinical/medical team concluded, this case reports the patient was revised for a patellar resurfacing and poly exchange, as the patella was not resurfaced during the initial knee surgery. Per email communication, the requested x-rays and surgical records are not available. Therefore, the patient impact beyond the revision procedure cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-opened. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a patient received a patella resurfacing revision. The patella wasn't resurfaced 10 plus years ago. The patella was changed for a 29mm resurfacing gen ll patella and her 3-4 11mm poly was also switched out to a new revision 11mm poly. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.